Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the administration tubing of an unspecified quantity of small volume intermates. The pm was further described as bumps/colored dots in the hose. This was observed during set-up/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction/additional information b5: the quantity of the impacted product was reported to be (B)(4). Some of the pumps were filled with antibiotic solution (2x tobramycin/2x ceftazidime). (Omitted on initial). H4: device manufactured on may 1, 2020- may 8, 2020. Four (4) devices were received for evaluation, the other ten (10) devices were not received and therefore, could not be evaluated. A visual inspection via the naked eye was done which observed reddish brown particles; measured to be 0.04, 0.06, 0.07 and 0.10 square mm in size, embedded in the material of the tubing line (outside the fluid path). The embedded particles were measured and found to be = 0.30 square mm in size which met manufacturing specification. The particles were identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via ftir test (fourier-transform infrared spectroscopy). Pvc is the raw material of the device tubing line. A fragment of burnt pvc (reddish brown particle) can potentially be embedded in the material of the tubing during the manufacture of the device component. Therefore, the reported condition of particulate matter (pm) in the administration tubing/fluid path was not verified; the units were found to meet specification and there was no product non-conformance. This issue is not likely to cause or contribute to a death or serious injury. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.